Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes specimen was solid and would not separate. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no: 367960, batch no: 9065832. It was reported the specimen was solid. Stated once put in centrifuge it did not separate. Specimen was solid. Stated once put in centrifuge it did not separate.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were visually inspected for the presence of additive, all tubes were found to contain spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of additive that is present in the tube and all samples were within specification requirements. Blood collection tubes are designed to draw the appropriate volume to ensure a proper blood to additive ratio, not having the correct blood to additive ratio can lead to clotting. Also, in tubes with anticoagulants, inadequate mixing may result in platelet clumping, clotting and/or incorrect test results. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes specimen was solid and would not separate. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no: 367960 batch no: 9065832. It was reported the specimen was solid. Stated once put in centrifuge it did not separate. Specimen was solid. Stated once put in centrifuge it did not separate.